Manufacturer narrative:
(B)(4). It was reported that the patient underwent another excision of mesh in (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, cystocele, pelvic pain and uterus prolapse. Following insertion, the patient experienced pain, erosion extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh revision/removal (excision of graft) on (B)(6) 2008 due to erosion of suburethral mesh. The patient underwent removal of impacted foreign body under anesthesia on (B)(6) 2011 due to foreign body in vagina and incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and lynx (boston scientific) was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh on (B)(6) 2008 concurrently with da vinci hysterectomy, bso, modified sacrocolpopexy, anterior colporrhaphy, and lysis of adhesions. It was reported that the patient underwent lnyx pubovaginal sling implantation on (B)(6) 2008 due to sui. (B)(4).